Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support is sticking out. Customer did not recall blood glucose level at the time of incident. Troubleshooting was performed. Customer states the drive support was damaged when he received it. Customer was advised to ensure they are disconnected from the pump and to make sure to treat as per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked reservoir tube lip, minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.